Event description:
The distributor contacted animas on (B)(6) 2013 and reported the ok and contrast keypad buttons were unresponsive. There is no adverse event associated with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up # 1 date of submission 10/15/2013 - device evaluation:the pump has been returned and evaluated by product analysis 10/01/2013 with the following findings: the keypad was found to be fully intact; there was no peeling or damage observed. During testing, all keypad buttons were found to be intermittently unresponsive and required multiple button presses to elicit a response; the up arrow and contrast buttons were hard to press and required increased force to engage. There was evidence of contamination found under all key contacts. Unrelated to the complaint, evaluation revealed that the display screen was dim/faded, discolored and difficult to read. A test screen was inserted and found to function properly with no visible signs of fading or discoloration of text. Also unrelated to the complaint, evaluation revealed a crack in the battery compartment that extended from the finger pad down to the primary seal. There was no evidence of moisture damage found inside the battery compartment. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.